Event description:
It was reported to the aci sales professional on (B)(4) 2010 that a male patient underwent a diagnostic heart catheterization procedure on (B)(6) 2010. Following the procedure, mynx was chosen and used for femoral arterial closure. There were no reported complications during the procedure or closure. The patient was ambulated and discharged per hospital protocol. Five days post procedure, on (B)(6) 2010, the patient phoned the physician complaining of "pain and swelling in the groin and leg." The patient was asked to return to the physician on (B)(6) 2010 where the physician readmitted the patient and put the patient on a course of benadryl and steroids given intravenously. On (B)(6) 2010, the patient remained hospitalized but a CT scan and ultrasound were negative for any arterial disturbance or hematoma. It was reported that the patient was discharged that same day ((B)(6) 2010) with no further clinical sequela.

Manufacturer narrative:
The device was not returned for investigation. Based on the limited procedure and patient information provided, the cause of the reported local reaction could not be conclusively determined. There is no evidence to suggest that the mynx device did not meet specification. The mynx is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product meets sterilization and bacterial endotoxin requirements prior to each lot being released for commercial use. Additionally the IFU states: the following adverse reactions or conditions may also be associated with mynx or with the diagnostic or interventional procedure: allergic reaction, foreign body reaction, infection, inflammation, or vessel laceration. The review of the lhr (lot # f1009804) indicated that the mynx device met all established performance criteria prior to shipment.